Event description:
Additional information received stated that the patient underwent surgical intervention wherein both leads were explanted and replaced with a paddle lead. The ipg was electively replaced as well during the same procedure. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
A4 patient weight added to the report. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-33320. It was reported that the patient experienced stimulation at the pocket site and ineffective stimulation. Diagnostics revealed high impedances on multiple contacts. Imaging revealed the leads had migrated. As a result, surgical intervention may take place at a later date to address the issue.